Manufacturer narrative:
Device was used for treatment, not diagnosis. Brand name. Ti matrixneuro burr hole cover 24mm. Common name: bone plate. Implant and explant dates: unknown. The subject device has been requested for return to manufacturer for evaluation but has not been received. Initial reporter facility name is: (B)(6). (B)(4). PMA 510(k): k042365. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes complaint handling unit (chu) received a maude event report for uf/importer report # (B)(4) on (B)(6) 2015. It was reported that ti matrixneuro burr hole cover 24mm plates broke and an additional craniotomy was performed to attach new plates to the bone flap to secure it. Additional event and patient information have been requested but a response has not been received before the submission of this report. This report is 1 of 2 for (B)(4).